Event description:
The customer observed a discordant elevated result for a 35-year-old female patient when running total hcg (thcg) on the atellica im 1600 analyzer. An initial low result was reported to the physician(s) who did not question the result. During routine evaluation, the sample was repeated on a different atellica im analyzer and a higher result was obtained. The sample was tested for troubleshooting two additional times on the both atellica im analyzers, and the results were higher than the two other results. A new sample was taken from the patient and the results were low and comparable to the initial result. There are no known reports of patient intervention or adverse health consequences due to the discordant, total hcg (thcg) results.

Manufacturer narrative:
The customer from outside the united states observed a discordant elevated result for a 35-year-old female patient when running total hcg (thcg) on the atellica im 1600 analyzer. An initial low result was reported to the physician(s) who did not question the result. During routine evaluation, the sample was repeated on a different atellica im analyzer and a higher result was obtained. The sample was tested for troubleshooting two additional times on the both atellica im analyzers, and the results were higher than the two other results. A new sample was taken from the patient and the results were low and comparable to the initial result. The customer reports imprecise and discordant results for a single patient sample on the atellica im total hcg (thcg) assay with reagent lot 348. On (B)(6) 2023, the sample initially resulted in 2.8 miu/ml on atellica im ih02736. The same sample was repeated on (B)(6) 2023 and (B)(6) 2023 with results of 10.4, 41.6, and 36.6 miu/ml. The sample was not recentrifuged before being repeated. A new sample was collected from this patient on (B)(6) 2023 and tested multiple times with results of 2.4, 2.4, 2.6, and 2.8 miu/ml. These results confirmed the initial result and were believed to be correct. Biorad immunoassay plus quality control (qc) lot 85330 resulted within range on the day of this event. A review of the thcg calibration data showed acceptable results. Maintenance was up-to-date. The error logs were analyzed, and no hardware issues occurred around the time of the discordant result. The customer performed an impact analysis, and no other discordant results were identified. Based on available information, the cause of the discordant result is consistent with a sample integrity issue. A review of internal release data for atellica im thcg lot 348 shows acceptable performance. The customer is operational. The interpretation of results section of the atellica im instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."